Manufacturer narrative:
(B)(4). A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, there is no alleged malfunction of the device. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
As received, the device was returned for analysis. Upon interrogation of the device, it was revealed to be above elective replacement indicator (eri). Based on this information, the device was revealed to communicate appropriately with a merlin programmer and has not reached eri.